Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
This report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report #1222780-2018-00198. It was reported that a novasure endometrial ablation was performed following a tubal ligation and fibroid resection. The physician was receiving a vacuum alarm that could not be cleared, "dr stated there were many tissue chips and clots that could possibly be causing the alarm." A second device was inserted and the physician noted a perforation had occurred. "The bleeding edges were treated with diathermy" and the patient was given antibiotics and kept overnight.